Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no failed battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that received a failed battery test alarm when he changes battery. The customer's blood glucose was unknown at the time of incident. The customer stated that there was no damage or corrosion on the battery compartment. The customer was advised to use a dry cotton swab on the battery cap. The customer stated that the alarm persisted with the new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.